Event description:
Decision was made to remove porta cath due to reported leadage and x-ray revealing kink in catheter 2-3" from porta cath. Porta cath and 2-3" of catheter removed by surgeon. Patient sent post-op immediately to another hospital where remainder of the catheter was removed. Patinet home by 8 p.m. On the same day.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, unanticipated short term complication of procedure, port. Conclusion: device failure directly caused event, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.